Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An inventory coordinator reported that during a cataract extraction with intraocular lens (iol) implant procedure, surgeon found there was a scratch on the lens hence the lens was explanted. Additional information was received stating the patient was not hospitalized for the event and there was no patient harm.